Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, high thresholds occurred and it was decided to change the lead implantation site. It was noted that the fixation of the tip could not be released and after twenty rotations it was possible to remove the lead by tugging. The lead was explanted and replaced. The tissue of the tendinous cord was adhered to the lead tip after removal. No patient complications have been reported as a result of this event.